Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to leakage from the up/down angulation control knob. Subsequently, the material was not possibly eliminated. A further cause of the leakage could not be presumed. Occurrence of the event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. It is recommended that the user facility contact olympus for repair when an abnormality of the device such as leakage/damage is detected ¿ the user facility is furthermore encouraged to contact olympus should they have questions or uncertain steps, so that observation/training may be provided. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. Besides the reportable malfunction of ¿foreign material inside the suction cylinder of the colonovideoscope¿, the evaluation found non-reportable malfunctions/conditions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was observed during the olympus device evaluation, there was foreign material inside the suction cylinder of the colonovideoscope. There were no reports of patient involvement.